Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved with broken suture and loose suture contributed to the patient events? Citation: tr. Am. Ophth. Soc. Vol. Lxxxviii, 1990; waring et al; from the emory university medical school, department of ophthalmology, atlanta, georgia.

Event description:
It was reported in journal article "inadequacy of a polyester (mersilene) suture for the reduction of astigmatism after penetrating keratoplasty¿ explored the feasibility of using polyester sutures in penetrating keratoplasty, in two prospective studies. Eyes entered into each series have avascular corneas. Study 1 patients underwent penetrating keratoplasty between december, 1987 and july, 1988 with combined interrupted and running suture. The first 9 months after surgery, complications rarely occurred in the running suture. The tension on interrupted sutures was not adjusted, but the sutures were removed if they broke or loosened excessively. Running suture included handling related complications of cheesewiring, exposed knot, loose suture; tissue-related complications of infiltration, allograft reaction, broken sutures. Interrupted suture including tissue-related complications of infiltration,broken suture, epithelial defect, neovascularization; handling related complications included tight suture, loose suture, cheesewiring, wound leak, exposed knot. Study 2 patients underwent penetrating keratoplasty between june, 1989 and october, 1989 with adjustable running suture. Adjustment of sutures began approximately 1 month after surgery, depending on the patient's follow-up schedule. Tissue-related complications included infiltration, infection, broken suture, epithelial defect, neovascularization, allograft reaction. Handling-related complications included loose suture, cheesewiring, wound leak was seen on the first postoperative day and repaired by redistributing the tension on the suture or addition of suture, dehiscence, exposed knot as a result of suture adjustment. Suture infiltrates were identified, although none were determined to be microbial. Sutures broke during suture adjustment and spontaneously at a point that had been manipulated 2 months after a suture adjustment. Additional information has been requested.